Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12949. It was reported that shaft break occurred. Vascular access was obtained via the femoral artery using an 8fr introducer sheath. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guide catheter was advanced, several wires were attempted and finally a non-bsc guide wire crossed the lesion. A 1.2 x 6mm non-bsc balloon catheter was advanced but failed to cross the lesion. A 1.5 x 20mm emerge balloon catheter was then successfully advanced and pre-dilatation was performed. Several other balloon catheters were also used to pre-dilate the lesion. During the repeated balloon inflations, it was noted that the non-bsc guide catheter caused a spiral dissection in the rca. Subsequently, a 3.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, it was noted that the stent had partially dislodged from the stent delivery system (sds). The physician decided to deploy the stent in the proximal rca followed by subsequent balloon inflations to further expand the stent. An additional 4.00 x16 synergy ii drug-eluting stent was then deployed in the proximal rca to cover the dissection in the proximal rca. Subsequently, balloon dilatations were performed in the distal rca lesion and a 3.00 x 16 synergy ii was advanced. However, during attempts to cross the distal rca lesion, the shaft was kinked. The physician decided to deploy the stent. During removal of the sds, the shaft broke due to the kink on it. The physician was able to completely remove the device from the patient using the part of the shaft that was outside the touhy. Subsequently, angiogram was performed and it was confirmed that the rca was open with timi 3 flow, and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal stent row 4 were damaged and misaligned and also on proximal stent rows 8-9 stent struts were damaged with stent struts lifted. The undamaged proximal section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon cone was bunched in a distal direction onto the proximal end of the stent. The distal balloon cone was also noted to be bunched. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the inner/outer polymer extrusion was bunched on multiple sites along the extrusion shaft. A tear at the guide wire exchange port was also noted during analysis as well as a core wire kink at guidewire exchange port. The types of damages noted on the extrusion shaft are consistent with excessive force that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. The device was returned loaded on a 0.014'' guidewire. It was not possible to remove the guidewire even after the device was soaked in water-bath due to the damages that were noted on the extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12949. It was reported that shaft break occurred. Vascular access was obtained via the femoral artery using an 8fr introducer sheath. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guide catheter was advanced, several wires were attempted and finally a non-bsc guide wire crossed the lesion. A 1.2 x 6mm non-bsc balloon catheter was advanced but failed to cross the lesion. A 1.5 x 20mm emerge balloon catheter was then successfully advanced and pre-dilatation was performed. Several other balloon catheters were also used to pre-dilate the lesion. During the repeated balloon inflations, it was noted that the non-bsc guide catheter caused a spiral dissection in the rca. Subsequently, a 3.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, it was noted that the stent had partially dislodged from the stent delivery system (sds). The physician decided to deploy the stent in the proximal rca followed by subsequent balloon inflations to further expand the stent. An additional 4.00 x16 synergy ii drug-eluting stent was then deployed in the proximal rca to cover the dissection in the proximal rca. Subsequently, balloon dilatations were performed in the distal rca lesion and a 3.00 x 16 synergy ii was advanced. However, during attempts to cross the distal rca lesion, the shaft was kinked. The physician decided to deploy the stent. During removal of the sds, the shaft broke due to the kink on it. The physician was able to completely remove the device from the patient using the part of the shaft that was outside the tuohy. Subsequently, angiogram was performed and it was confirmed that the rca was open with timi 3 flow, and the procedure was completed. No further patient complications were reported and the patient's status was good.